Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was not getting adequate therapy as a result of lead migration. The patient underwent a lead replacement procedure and was getting coverage postoperatively. The lead will not be returned.